Manufacturer narrative:
There was no sample received for evaluation. The device history records (DHR) for the lots were reviewed. A cut test alignment issue was found on three of the four component lots. However, the suspect product was re-inspected and the product was released according to the manufacturer's acceptance criteria. A complaint history review indicates two additional complaints were associated with the three cut test alignment issue component lots. The root cause could not be identified. (B)(4).

Event description:
A customer reported that during a procedure, the probe could not cut the vitreous body. An alternate probe was used to complete the case. There was no harm to the patient.